Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.